Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a stage 4 open infected sore on their back. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care team treated the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.